Event description:
Pt's daughter stated that one of the addease hard bag doses of ampicillin did not infuse due to it leaking all around the seal. We here at the pharmacy had to replace dose. Diagnosis or reason for use: (B)(6).